Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that reported issue was resolved by replacing the detector panel on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect detector panel has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a ring artifact was appearing in image acquisitions on the imaging system. No additional information was provided. There was no patient present when this issue was identified.